Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparoscopic sleeve gastrectomy, the patient hemoglobin drops from 12 to 6. The surgeon performed blood transfusion to resolve the issue.